Manufacturer narrative:
Investigation summary one (1) photo was shared by customer, where the female luer is shown, no additional damage or anomalies is shown. One (1) used list# 144020460, 60" (152 cm) appx 0.41 ml, smallbore ext set w/clamp, rotating luer was returned for evaluation. As received, a visible crack on the female luer was observed. Complaint of leaking out from the tubing can be confirmed. The probable cause of the crack and subsequent leakage is due to a material issue on a vendor supplied part. A device history record lot# review could not be conducted because no lot number(s) was/were identified.

Event description:
It was reported via a medsun medwatch uf/importer report #: (B)(4) which stated: "patient had lipids going through microbore tubing. Lipids were leaking out from the tubing and the tubing was wet. Closer to the patient (past the leaking areas), air had entered the tubing." There was no patient harm.

Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined.